Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock lead impedance (sli) noted to be increasing gradually. Technical services (ts) suspected lead calcification. Ts discussed increasing oor sli limit to be increased to 150 and continue monitoring. This lead remains in service and no adverse patient effects were reported.